Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) emergency button was dented in and that the epg was getting an error code. The status of the epg is unknown. No patient complications have been reported as a result of this event.